Manufacturer narrative:
Pending completion of device analysis and review of the device history record. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions via email to report a catheter that was explanted. The patient initially complained of a lack of pain relief. A dye study was conducted, and that study led the physician to believe that the catheter was disconnected. During the explant surgery it was found that the catheter was still connected to the pump. Physician explanted a piece of catheter at the pump end (proximal end) and a piece from the distal end, leaving a portion of the catheter implanted. Reporter stated that the physician believes the distal end piece of catheter to be occluded.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. One section of catheter was returned. The section was 5.0cm long with no distal end. The section of catheter was patent with air and swi. No occlusion was found or observed. Internal complaint number: complaint (B)(4).